Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The same day as onset, the patient was hospitalized for the event. On the same day of hospitalization, the patient began treatment with injection of fortum 1 gram, (frequency, duration and route unknown), injection of reflin 1 gram (frequency, duration and route unknown) and injection of heparin 1000 unit each bag for 3 days for peritonitis. On an unreported date, the patient's fluid was clear. On an unreported date, the patient was discharged from the hospital. The action taken with the pd therapies were not reported. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.